Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at the weld site. The j stiffener wire measures approx. 87mm was received with approx. 9mm of the distal end protruding out of the outer polyurethane insulation approx. 13mm proximal of the weld site. X-ray of lead confirms j stiffener wire fracture and protrusion.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s). No complications.